Event description:
It was reported that the right ventricular lead impedance is climbing and the lead integrity alert has triggered. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance has been climbing and the lead integrity alert has triggered. It was later noted that there was a sudden jump in impedance from a stable 900-1200 ohm range to 2100-2300. The pace/sense portion of the lead is scheduled for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.